Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned product noted the instrument is fractured at the threaded portion. Hardness and dimensions taken are within spec. The item exhibits heavy gouges, wear, impact marks. The returned product was sent to sem for further evaluation. The distal end of the device shows edge deformation as shown in figure 2. The fracture surface artifacts possibly suggest low-stress rotational fatigue culminating in an overload fracture near the center of the fracture surface. Xrf analysis found the impaction head material to be consistent with 13-8 stainless steel alloy. The product was manufactured on apr 11, 2013, and therefore had possibly been in the field for approximately 6 years 9 months. Device history record (DHR) was reviewed and no discrepancies related to the reported event were identified. The root cause of the reported issue is attributed to wear and tear - operational context caused or contributed to the reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source - foreign: event occurred in (B)(6). The product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during procedure with cm nail, the impactor top broke off of its threads while impacting the nail into the canal. No adverse events have been reported as a result of the malfunction.